Event description:
It was reported that pump experienced malfunction code 3 that could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump to confirmed address, instructed customer to place malfunctioning pump in storage mode, to reprogram pump settings and reconnect continuous glucose monitor on replacement pump, and to return malfunctioning pump using pre-paid label within 10 days, which customer understood and acknowledged.